Event description:
Reportedly, after instrument change through versaport, small fragments loosened from the instrument and fell into the cavity of the pt. This prolonged the procedure. Procedure: laparoscopy.